Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on 10/13/09 and a mesh was implanted. It was reported that the patient underwent a fractional d & c, cervical biopsies, and electrocautery hysteroscopy on (B)(6) 2011 due to postmenopausal bleeding, endometrial hyperplasia with atypia. It was reported that patient underwent exploratory laparotomy and total abdominal hysterectomy with bso with cells for peritoneal cytology and small peritoneal cyst on (B)(6) 2011 due to endometrial hyperplasia with atypia status post transvaginal tape repair in 2009 followed by an abdominoplasty with a hernia repair and mesh placement. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information.